Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Additional details available as of 04/14/2017: a us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as a staph and yeast infection that became a boil. The patient reported surgical intervention was required. There is no alleged deficiency. Follow up was completed and the skin irritation was improving. A us distributor reported that a patient developed an open blister under the therapy electrodes. There was no alleged device malfunction. The patient's physician advised the patient to use choramin and bestatin on the area. The patient's medical condition improved

Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open blister under the therapy electrodes. There was no alleged device malfunction. The patient's physician advised the patient to use choramin and bestatin on the area. The patient's medical condition improved.